Event description:
Per the clinic, the patient experienced discomfort upon contact with skin around the implant site. The patient was prescribed antibiotics in (B)(6) 2011 (type, amount, and exact date not reported). Additional information has been requested, but has not been provided as of the date of this report, (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.